Event description:
It was reported that this patient received two inappropriate shocks, due to myopotentials oversensing. Noise was clearly reproduced with isometrics. A dislocation was suspected as the shock impedance measurements have been high over 155 ohms. X-rays were performed and showed a clear dislocation of the electrode and sudden change of position with the patient movement. The electrode is not properly anchored, and the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to have migrated as well. In addition, the patient has gained a lot of weight and the s-ICD was not attached to the muscle at time of implant. It was believed that this contributed to the s-ICD migration. The patient was referred to the implanting physician and a revision will possibly be scheduled. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field h2 (patient codes): code "e1208 -- weight changes" was discarded as this is not deemed to be a result of the reported clinical observations.

Event description:
It was reported that this patient received two inappropriate shocks, due to myopotentials oversensing. Noise was clearly reproduced with isometrics. A dislocation was suspected as the shock impedance measurements have been high over 155 ohms. X-rays were performed and showed a clear dislocation of the electrode and sudden change of position with the patient movement. The electrode is not properly anchored, and the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to have migrated as well. In addition, the patient has gained a lot of weight and the s-ICD was not properly attached to the muscle at the time of implant procedure. It was believed that this contributed to the s-ICD migration. The patient was referred to the implanting physician and a revision will possibly be scheduled. Eventually, this s-ICD was explanted due to these mentioned issues, and it is not expected to be returned for analysis. No additional adverse patient effects were reported.